Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic appendectomy as the dissected appendix was being placed into the pouch bag, the bottom of the bag ripped as the string was being pulled to close the bag, dropping the appendix back. A second like device was used to complete the procedure with no patient consequences reported.